Event description:
A us distributor reported that a monitor's response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to the front response button trace being damaged at the pcb end. The cause of the non-functional response buttons is the damaged trace. The root cause of the damaged trace cannot be positively identified. There was no adverse event that resulted from the damaged monitor.